Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation confirmed that the locking catch had broken off. A design change has been implemented for the locking catch under (B)(4). The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The plastic grey locking sleeve on the mi angled inserter completely broke off.